Event description:
The implant surgeon at the clinic, reported that a revision surgery is planned in (B)(6) 2012 on a pt who has hypersensitivity (allergy) to chrome and cobalt. She was implanted with an abg ii modular implants.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.